Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of risk management document (B)(4) revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 17 bd nano" 2nd gen pen needles would neither prime nor deliver insulin during the injection. The following information was provided by the initial reporter: "stated, no insulin flow when priming. Stated, no insulin flow when taking injection stated, she only primes 1 unit."